Manufacturer narrative:
Evaluation: results: (device or procedural images not returned for evaluation), inherent risk of procedure (stent embolization), no results available since no evaluation performed (device or procedural images not returned for evaluation); evaluation: conclusion: (device or procedural images not returned for evaluation), known inherent risk of a procedure (stent embolization), unable to confirm complaint (device or procedural images not returned for evaluation). (B)(4).

Event description:
Physician was attempting to implant an integrity bare metal stent in the 1st diagonal, however, the device could not cross the lesion. When attempting to remove the device the stent dislodged and had to be deployed in the ulna artery.